Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 5.x, lab: 7.9. Caller also reported nes, 412, 114, 411, 414 and qc errors.

Manufacturer narrative:
Investigation pending.